Event description:
The customer stated that his meter was reading higher than usual. The customer performed two normal control test and got results of 149mg/dl and 182mg/dl. The customer had not adjusted his medication based on higher blood glucose results. He did adjust what and when he ate based on the results. The customer did not allege any adverse events. The meter and strips are to be sent for evaluation, and replacement meter will be sent.